Event description:
Patient was set up for cardioversion using zoll pads and defibrillator. Zoll pad placement was verified by the physician. Following cardioversion, the patient's skin had several small reddened areas, but did not blister. Both physician and nurse present verified equipment connections which appeared appropriate. Patient experienced no additional injury. Zoll defibrillator evaluated by internal biomed with no problems identified.